Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was stuck on the tissue. The surgeon had to pull the device off the tissue. There was no tissue damage reported to the rep. Unknown how the case was completed. There was no patient consequence. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.